Event description:
The customer reported to customer service that the transformer for her bp advanced personal double breast pump is damaged and there is a breach present, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation atthis time. Therefore, no conclusions can be made as the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filled at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).